Manufacturer narrative:
The field service engineer (fse) inspected the module and determined that the issue may have been caused by temporary clogging or sucking bubbles. He then passed a line through the sipper probe and cleaned it. He also replaced the pinch valve as preventive maintenance and adjusted the sipper probe position. He checked the condition of the instrument with a check reagent and confirmed that there were no problems. Qc was performed with acceptable results. After service, no further issues were reported by the customer.

Event description:
The initial reporter received questionable elecsys vitamin d total gen. 3 assay results from two patient samples tested on the cobas e 801 module. It is unknown if the initial results were reported outside of the laboratory. The patient samples were rerun on another module. Sample 1: the initial result from the module was around 30 ng/ml. The repeat result from the other module was around 60 ng/ml. Sample 2: the initial result from the module was 40 ng/ml. The repeat result from the other module was 140 ng/ml. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.  The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.